Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation with concurrent laparoscopic assisted vaginal hysterectomy. Due to mesh erosion and protrusion the patient underwent mesh revision on (B)(6) 2004 and removal on (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4).